Event description:
A malfunction was reported with a code displayed as "malf 0." The customer's blood glucose level at the time of the event was 15.4 mmol/l. Technical support provided information on how to reset the pump and assisted the customer with the reset. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. No third-party assistance was required, and the customer was advised to call back if the malfunction reoccurred.